Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the electrocardiogram (egm) was not visible on the remote transmission. A transmission to clear and delete existing data was planned. No intervention has been performed at this time and the patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the data transmission type was updated to resolve the event. The patient was stable.